Manufacturer narrative:
(B)(4). Method: the complaint devices mr290v vented autofeed humidification chamber were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photographs provided by the customer and our knowledge of the product. Results: visual inspection of the photographs provided by the customer of the mr290v chambers confirmed cracks near the base of the chamber domes. Conclusion: from the information and photographs provided, we were unable to determine the cause of the chamber cracks. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the mr290v vented autofeed humidification chambers were leaking water from the chamber base. There was no patient consequences.